Event description:
The pump was reportedly set to deliver an unknown fluid at a rate of 20ml/hr. The pump reportedly infused at an open rate. No pt injury was reported. No additional clinical details were able to be obtained.